Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable telescope exhibited broken scope. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: glass shards seen under the objective cover glass. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction "no image" was confirmed due to a loose meniscus, dents, and bent on the outer tube. Additionally, the most probable cause of the malfunction "glass shards seen under the objective cover glass" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.